Event description:
It was reported that this inflatable penile prosthesis was not inflating. A revision surgery was performed during which the pump was found to be twisted and hard to inflate. The cylinders were inflated with a syringe and appeared to be operating as intended. The pump and reservoir were explanted and replaced. No patient complications were reported.